Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. During a mitral procedure, a versacross access solution was selected for use. It was noted that a pericardial effusion was noticed prior to placing a non-boston scientific pascal ace implant. The physician believed that the versacross transseptal device caused the effusion. No further information was provided.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a mitral procedure, a versacross access solution was selected for use. It was noted that a pericardial effusion was noticed prior to placing a non-boston scientific pascal ace implant. The physician believed that the versacross transseptal device caused the effusion. The procedure was cancelled. The patient was discharged. The device return is unknown. It was further reported that the procedure was aborted, and the patient was discharged. No further information was provided.

Manufacturer narrative:
The fields b5 (describe event or problem), e1 (initial reporter fax), f10 and h6 (impact codes (1)) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.